Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock impedance measurement. An alert was issued in the remote monitoring system due to this; however, the exact value had not posted to latitude yet. Technical services discussed the measurement is taken every 21 hours, but only posts every 24 hours. The patient could perform a patient initiated interrogation (pii) or the patient may be seen in the clinic for a programmer interrogation. It was noted the recent 28-day shock impedance average appeared to be around 70 ohms. An impedance plot showed that only one high, out-of-range shock impedance measurement has been recorded. Continued monitoring was recommended. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.